Event description:
Olympus was informed that the inner shaft of the two loose and moved independently from the main body of the blade. One of the shaver blades broke external to the pt, and the other shaver blade broke inside the pt. There was no device fragment that had fallen inside the pt. The procedure was completed using another device. There was no pt injury reported. This report is for the first device that broke external to the pt.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined. If the device is received at a later time, this report will be updated.